Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00004. It was reported the patient fell and later experienced ineffective therapy. Diagnostics showed the leads migrated. As a result, the patient underwent surgical intervention wherein one of the leads was explanted and replaced and another lead was repositioned to address the issue.